Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had calibration error alarm and sensor glucose versus blood glucose differences alarm. . The alarm occurred after 3 to 4 days. The customer sensor glucose was 40 mg/dl. Versus blood glucose was 423 mg/dl. The alarm happened during normal use. The customer was advised to use an over tape and wait for one hour and enter a new blood glucose for calibration. The customer was advised to call again if alarm reoccurs.